Manufacturer narrative:
The reported event was confirmed with cause unknown. During the visual evaluation, it was found that the catheter had a knot on the tip of the catheter. Also, the catheter had been cut into 4 segments along the shaft. No more deficiencies along the catheter were found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: contraindications: method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon]. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water inside of the balloon could not be withdrawn. A non-rupture method was used by cutting the catheter. The catheter was then left for a while, and was able to be removed from the patient. Upon removal, a knot was observed on the tip of the catheter.